Manufacturer narrative:
The patient was born on an unspecified date in 1950. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis reported as ¿infection in stomach¿. The breach in aseptic technique was further described as sloppiness with cleanliness around the dialysis. It was reported the patient ¿visited the hospital¿, however, it was not reported if the patient was admitted to the hospital for the peritonitis event. On an unreported date, the patient began treatment with unspecified antibiotics for peritonitis and another indication. Extraneal therapy was ongoing. The patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The cause of the peritonitis event was a breach in aseptic technique further described as the patient's ¿lack of personal hygiene and not being sterile enough around products¿ (no further detail was provided). At the time of this report, the unspecified antibiotic treatment for the peritonitis was ongoing and the patient was not recovered (previously reported as recovered). It was not reported if the patient was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.